Manufacturer narrative:
Pump passed active current measurement. Pump failed self-test and sleep current measurement. Pump received with high sleep current. Constant pump error 75 noted during self-test. Replaced internal lithium battery with functioning lithium battery. Pump was retested and no unexpected pump error 75 noted during self-test. Sleep current measurement meets spec with functioning lithium battery. No display anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1-cap does lock properly. No display anomaly noted during testing. Confirmed pump error 75 during analysis due to faulty internal lithium battery. Confirmed high sleep current during analysis due faulty internal lithium battery. Cosmetic damage located at the display window not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a partial display on the insulin pump and the lcd screen was damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.